Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room manager reported the balanced salt solution (bss) tubing was full but not dripping and the eye went soft during a vitrectomy procedure. They "pushed" the bss fluid back into the bottle which corrected the situation. The procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).